Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) manufacturer's representative regarding an implantable pump system. It was reported that there was a pump in a package to be returned to the manufacturer, but "with the pump was nothing wrong. The pump works well!" There were no reported patient symptoms or impact. No complications were reported. Additional information was received. The pump and catheter were implanted (B)(6) 2012. The pump and catheter were explanted on (B)(6) 2018. The model and lot number of the catheter were provided. It was stated there were no problems with the pump; it was explanted due to end of service. The hcp did think there was something wrong with the catheter, but they don't know what.